Manufacturer narrative:
Testing of actual/suspected device: the biomed supervisor asked for battery installation instructions so in-house technicians can complete the repair. The battery was delivered to the customer site, installed into the iabp, was tested and passed. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery test on a cs100 intra-aortic balloon pump (iabp) failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected field: d1.

Event description:
N/a.